Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tissue pad was detached from the scalpel. The fallen piece did not fall into the patient. Another like device was used to complete the procedure. There were no adverse events on the patient.